Manufacturer narrative:
Returned product consisted of an ams 800 accessory kit connector. The window quick connector (wqc) was visually inspected and microscopically examined. Both ends of the connector has a collet and kink resistant tubing (krt) inserted. One end of the (wqc) had a cracked window. The other end of the (wqc) and both collets were intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for a connector crack. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The damage to the device has been determined to be attributable to handling issues. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the one of the connectors from ams 800 accessory kit cracked when connecting the tubes, using the connecting tool. The procedure was completed with another connector of the same device.

Event description:
It was reported that the one of the connectors from ams 800 accessory kit cracked when connecting the tubes, using the connecting tool. The procedure was completed with another connector of the same device.